Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the rep met with the patient for a post operation appointment , and the patient was not getting left foot relief. The patient stated that they noticed a decrease in intensity during a halloween party- attributed to a toddler who found the programmer. The patient was reprogrammed and further education was performed with the programmer. The patient called and noted that they programmer had decreased to .5mamps - where the setting is near 4. The patient also noted that charging wouldn't go above 90% after significant time. The patient removed the battery and the device was reset to the original setting. The patient was advised to call patient services if the issue persisted. The issue was resolved. No further complications were reported or anticipated.